Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate with a programmer due to battery depletion. The battery was returned to the vendor for further evaluation. The battery depletion was caused by an internal short within the battery.